Manufacturer narrative:
This report is submitted on november 18, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and stopped receiving benefit from it in 2016 or 2017 (specific date not reported). It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.